Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR report: 1627487-2019-04858, reference MFR report: 1627487-2019-04859. It was reported the patient experienced inadequate therapy with their scs system. Reportedly, the patient experienced effective therapy only when she is reclining or laying down but no relief when he is on her feet or active. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-04858. Reference MFR report: 1627487-2019-04859. Additional information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.